Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical assessment was completed based on the received medical records. The reported type iiia endoleak was refuted, rather a type iiib endoleak of the bifurcated stent graft was confirmed. There was also evidence to reasonably suggest that significant aneurysm sac growth (of 7mm) occurred that was not included in the event as reported. The sac growth was discovered per 74-month post implant CT (computed tomography) scan. This event is most likely device-related; the type iiib endoleak was likely related to the use of strata material. The sac growth was likely related to the type iiib endoleak. In addition, there was a presumed decrease in component overlap based on the reported (but refuted) type iiia endoleak. The procedure-related harms for this event could not be determined with medical records/images. The patient was reported in good condition as of march 2020 and no report of a re-intervention has been received. Clarification noted per received/reviewed CT study; it was reported an endoleak was detected per postoperative CT in (B)(6) 2020, and the iiib endoleak was confirmed per CT from (B)(6) 2020 (the date of event). No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3a endoleak was reported. The patient was reported as doing ok and an intervention is being discussed. Additional information received per clinical assessment refuting the reported type iiia endoleak, while confirming a type iiib endoleak with aneurysm enlargement.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially implanted with a bifurcated stent graft and an infrarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately six (6) years post initial procedure, a type 3a endoleak was reported. The patient was reported as doing ok and an intervention is being discussed.